Manufacturer narrative:
(B)(4): the device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
It was incorrectly reported that the manufacture date was "02/2013"; however there was no product or lot number provided therefore the manufacturing date is unknown.

Event description:
It was reported that during an acdf procedure, an emg trivantage tube kinked. The kink resulted in lower oxygen saturation for the patient. The tube was replaced and surgery continued. There was no patient injury. This is being filed as a serious injury due to the reintubation of the patient.